Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced severe halos day and night. The iol was explanted 15 months after the initial procedure and replaced with a monofocal lens for clinical reason of severe dysphotopsias and lack of neuroadaptation to diffractive iol. Additional information was requested.